Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: other technical.

Event description:
Company representative reported "magna site injection was detached from the expander shell and was floating freely inside the tissue expander" against unknown side of device. The device has been explanted.